Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called to report that one of the customer's blood glucose readings was not stored in the memory of the contour meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the contour next meter for evaluation, which is different from the one implicated to be involved in the event i.e. Contour meter. The returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found. Section h4 of the initial report mentioned the device manufacture date for contour meter with serial # (B)(6) as 12-sep-2013. The correct device manufacture date is 13-sep-2013. Section h4 has been updated.